Event description:
The customer called to report that he has been experiencing high blood glucose levels. The customer changed the infusion set three times, but continued to experience elevated blood glucose levels. The customer stated that he delivered three boluses to treat his blood glucose levels, and later experienced low blood glucose levels. The customer stated that he fell, and the paramedics were called as his blood glucose levels had dropped to 37 mg/dl. The customer was treated with two glasses of orange juice, raised his blood glucose to 40 mg/dl, and was taken to the hospital. The customer reported that his doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.